Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system experienced leakage from the tubing. The following information was provided by the initial reporter, translated from chinese: before puncturing the indwelling needle for the patient, check if the hose is damaged and leaking fluid, replace it immediately, and solve the problem. The actual defect is leakage caused by hose damage.

Manufacturer narrative:
H6: investigation summary: in response to the event reported a device history review was conducted for lot number 2010605. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Manufacturer narrative:
The following fields have additional information: h6: imdrf annex a grid - medical device problem code - a0401. Imdrf annex b grid - type of investigation - b17. Investigation summary: a device history review was conducted for lot number 2010605. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text: see h10.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system experienced leakage from the tubing. The following information was provided by the initial reporter, translated from chinese: before puncturing the indwelling needle for the patient, check if the hose is damaged and leaking fluid, replace it immediately, and solve the problem. The actual defect is leakage caused by hose damage.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system experienced leakage from the tubing. The following information was provided by the initial reporter, translated from chinese: before puncturing the indwelling needle for the patient, check if the hose is damaged and leaking fluid, replace it immediately, and solve the problem. The actual defect is leakage caused by hose damage.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.